Event description:
It was reported that the customer passed away. Prior to death, the customer was hospitalized for diabetic ketoacidosis. The customer was septic when she arrived at the hospital. The customer had a history of foot infections as was taking antibiotics as a result. When the infusion set was removed from the customer's body, the cannula was bent, nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This medwatch report 3004209178-2009-7406 has been created because medwatch report 3004209178-2009-00406 was used by another medtronic site. See scanned pages.